Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting out while priming. Customer¿s blood glucose value was unknown. Customer also mentioned that the up button stayed stuck, there was grinding noise when rewinding and alarm was not as loud as before. Customer stated that they were able to clear the alarm and rewind the pump. Insulin pump will not be returned for analysis.